Event description:
The user failed a proficiency survey for one of two samples for igm on the p module. The submitted result was 101 mg per dl with an acceptable range of up to 3 mg per dl. No patient samples were tested between running qc and testing of the proficiency samples. Urine proficiency samples were tested just prior to the sample, which produced the erroneous result. In 2009, the user thawed and retested the sample, which failed and a result of less than 25 mg per dl was received. The investigation is ongoing. If additional information is received, appropriate notification will be provided.